Event description:
The wife reported via phone call that the insulin pump would not turn on. The customer's wife reported the insulin pump would turn off periodically. The wife stated they have changed the batteries several times, but the insulin pump would not turn on. Customer's blood glucose was 300 mg/dl. It was also found the customer would not receive insulin from the insulin pump, but there were no alarms to alert them. The wife also reported the customer has been disconnected from the insulin pump for the past month. The wife requested a replacement insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.